Manufacturer narrative:
When the farastar generator was first received it was visually inspected and the hvp printed circuit board assembly (pcba) was found to have a crack and one of the components was blown with visible charring. All other pcbas and components of the generator were free from obvious visible damage. The generator was electrically tested and the main pcba board was found to be electrically faulty. Based on all available information boston scientific confirmers the allegation in the complaint.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farastar generator the procedure was cancelled due to a system shut down. During the procedure the system shut down and could not be restarted. There was a burning odor coming from the generator. It was also reported that in multiple cases before the final case they received 306 catheter usage errors that needed to be bypassed. A field service engineer was sent to the sight and observed blown fuses and sparks from the hv printed circuit board that left burn marks inside the generator. The generator was then deinstalled from the site and is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farastar generator the procedure was cancelled due to a system shut down. During the procedure the system shut down and could not be restarted. There was a burning odor coming from the generator. It was also reported that in multiple cases before the final case they received 306 catheter usage errors that needed to be bypassed. A field service engineer was sent to the sight and observed blown fuses and sparks from the hv printed circuit board that left burn marks inside the generator. The generator was then deinstalled from the site and has been received for analysis.